Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported she was experiencing high blood glucose. Her blood glucose was 409 mg/dl. During troubleshooting for high blood glucose, customer stated there were air bubbles in her reservoir. The bubbles were bigger than a pin needle. Customer was able to prime that air bubbles out. She was advised of proper insulin storing and refilling methods. Customer was advised to do complete set change and monitor her blood glucose. Nothing further reported.